Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, 4 companion samples from the same lot were returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The spouse of a peritoneal dialysis (pd) patient called technical support to report that the patient had encountered an air detected in the cassette error message while in fill 4/4 of the pd treatment. The patient's spouse canceled the treatment and when he removed the cassette from the cycler he noticed some fluid inside the cycler cassette compartment. Technical support requested the cycler to be replaced and the patient's spouse indicated that the patient would use manual supplies to complete the treatment while waiting for the new cycler to arrive. Upon follow up with the patient it was determined that the patient had not experienced any adverse events as a result of this incident. The pd nurse was notified, however there was no effluent culture test performed and there no antibiotics were prescribed as prophylactic. The cassette/tubing set in question was discarded, however the patient's husband had the box the remaining cassettes in question which he agreed to send back to the plant for evaluation.